Event description:
Reporter stated he rec'd the er1 message once. Reporter added that he was in thirty degree weather. Once inside and after meter warmed up reporter was able to obtain a satisfactory blood glucose result.